Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to under delivery anomaly, blood at site. The customer also alleged for receiving change sensor alert, login issue with minimed mobile app. The customer reported blood glucose value of 280 mg/dl. The reported hyperglycemia was treated with manual insulin injection. The event involved products mmt-1884, mmt-7040ma, mmt-431ak and mmt-342. Troubleshooting was partially performed for high blood glucose which has occurred for 1-2 hours. Troubleshooting was performed for site issues. Advised to insert sensor in a different location and monitor site. Troubleshooting was performed for sensor alert. Customer was unable to run a transmitter test. Customer was advised to try another sensor. Troubleshooting was performed for tester procedure for transmitter. Rf icon turned green. Transmitter was working correctly. Troubleshooting was performed for unexpected carelink personal login request or login assistance. Unable to complete troubleshooting or provide instructions, insufficient information to escalate. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7040ma. No product return is required for mmt-431ak. No product return is required for mmt-342.